Manufacturer narrative:
This report involves a case in an article. The device is not available for analysis. The lot number was not identified; therefore, a device history record review could not be performed. The starclose instructions for use (IFU) state: "the starclose vascular sys is indicated for the percutaneous deliver of an extravascular clip for closure of femoral artery access sites following catheter-based procedures."

Event description:
Device malfunction: none. Time of symptoms/ae: after vessel closure. Symptoms/ae: popliteal artery occlusion treated with balloon angioplasty. The following event was noted through a periodic article review. A study was conducted in a total pts to evaluate the safety and efficacy of the starclose clip device to close popliteal artery punctures after superficial femoral artery (sfa) recanalization. Reportedly, there was only one major complication, a transient popliteal artery occlusion possibly induced by plaque shift during device removal occurred in a previously undilated, but diffusely diseased popliteal artery segment, which was treated with balloon angioplasty. The article states that the arteriotomies using the starclose device were performed off-label due to the sfa's being chronically occluded and moderately to severely calcified. No add'l info was provided.